Event description:
It was reported to medtronic neurosurgery that a hole was found on the strata ii valve during the initial implantation surgery. It was also reported that there was no patient impact.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
Proteinaceous debris was observed on the exterior of the returned valve. The valve was patent. It met all of the requirements for the leakage, siphon, reflux, pressure-flow, and preimplantation tests. Additionally, there were no holes observed on the valve. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.